Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) did not switch on during checks. The batteries were not charging, the output voltages were not seen, and there was no fan movement. All of the fuses in the power supply assembly checked out to work within factory specifications. The iabp was not yet used on a patient after installation. There was no adverse event reported in relation to this reported event.

Manufacturer narrative:
08/09/2017 01:22 pm (gmt-4:00) added by (B)(6) (B)(6):a company distributor reported that the intra-aortic balloon pump (iabp) was evaluated and the failure was verified. The iabp was not released for clinical use as repair is still pending. A supplemental report will be sent if new information regarding repairs is supplied.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) did not switch on during checks. The batteries were not charging, the output voltages were not seen, and there was no fan movement. All of the fuses in the power supply assembly checked out to work within factory specifications. The iabp was not yet used on a patient after installation. There was no adverse event reported in relation to this reported event.

Manufacturer narrative:
(B)(4) 2017 12:50 pm (gmt-4:00) added by (B)(6): the company distributor did isolate the power supply assembly to have been the issue. Although, various attempts have been made to receive an update regarding repairs on this complaint there has been no additional response of a designated repair date. Therefore, this complaint will be closed. If there are any repairs made in the future in regards to this reported event, a supplemental report will be sent.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) did not switch on during checks. The batteries were not charging, the output voltages were not seen, and there was no fan movement. All of the fuses in the power supply assembly checked out to work within factory specifications. The iabp was not yet used on a patient after installation. There was no adverse event reported in relation to this reported event.